Manufacturer narrative:
Additional information: on 12/17/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/20/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample it appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/20/2019, mentor became aware that the patient was scheduled to undergo device removal. On (B)(6) 2019, mentor became that the patient underwent device removal and replacement with 550cc mentor memorygel breast implants, catalog number: 3505501bc, serial numbers: (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline 325cc mentor smooth round moderate profile, catalog # 3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female underwent primary breast augmentation with saline 325cc mentor smooth round moderate profile breast implants and experienced deflation on the left side post-operational. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.